Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump was received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thus due to a blank display. Unable to upload pump to carelink due to a blank display. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor or vibrator assembly noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 2 was re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test, upload pump to carelink, download history files and traces using thus. The pump passed the self test and no blank display noted while using a test pcba 1. Blank display was confirmed due to slight corrosion on the pcba 1. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2022 to (B)(6) 2023. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file on the event date. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received without a battery cap installed. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the date of (B)(6) 2023 listed on pump history and the days prior to that date. (B)(6) 2023 daily total of all insulin delivered = 61.75. (B)(6) 2023 daily total of all insulin delivered = 53.275. (B)(6) 2023 daily total of all insulin delivered = 64.025. (B)(6) 2023 daily total of all insulin delivered = 24. (B)(6) 2023 daily total of all insulin delivered = 24. (B)(6) 2023 daily total of all insulin delivered = 24. (B)(6) 2023 daily total of all insulin delivered = 24. (B)(6) 2023 daily total of all insulin delivered = 24. (B)(6) 2023 daily total of all insulin delivered = 24. (B)(6) 2023 daily total of all insulin delivered = 17.075. Unable to perform the required testing, upload pump to carelink, download history files and traces using thus due to a blank display. Blank display was confirmed due to slight corrosion on the pcba 1. During visual inspection, slight corrosion was also found on the pcba 2. However, a test pcba 1 was used, powered the pump on using the aa 1.5v battery and continued self test, upload pump to carelink, download history files and traces using thus. No blank display noted while using a test pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the patient was deceased, the reason was unknown and no further information was available due to the data protection. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.